Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The tip of the t1 is fractured, the t2 and suture were returned on the needle, the actuator is in the pre-t1/post-t2 position, and bio debris is present on the actuator. A functional evaluation was performed on the returned device and found that the actuator cycled to the tip, returning to the pre-t2 position, then cycled the t2 off the needle. The actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an unintended actuation of the device, or an unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee arthroscopy, the peek anchor of one (1) fast fix 360 curved was found outside of the device. An attempt was made to reassemble, but it did not work. Both ts were removed. The patient's status is stable. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.